Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: subject device has not been received yet for investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: broken. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 6881033) was received at us cq. Upon visual inspection of the device, it was found that the protection sleeve component was missing, and the needle component was broken off from the body, which wasn¿t received. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the relevant drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed as the needle component was broken off from the depth gauge assembly and the depth gauge assembly is missing the protection sleeve component. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part #: 310.006. Synthes lot number: 6881033. Manufacturing site: synthes jennersville. Release to warehouse date: feb 21, 2012. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while restocking the sets in central sterile supply (css), it was discovered that there were 2 damaged instruments in the excess depuy synthes instrument drawer. The tip of the inter-lock screwdriver was twisted and not allowing the locking mechanism to function properly. Then, the depth probe was broken off from the body of the depth gauge. There was no patient involvement. This complaint involves 2 devices. This is report 2 of 2 for (B)(4).